Event description:
During an ischemic epicardial ventricular tachycardia procedure, it was reported that the patient was hemodynamically unstable before the case started. A pericardial effusion was noted and surgery was performed. On (B)(6), received additional information requested from bwi representative stating that while performing an epicardial vt ablation, the patient had multiple co-morbidities and a poor ejection fraction (ef). During ablation phase, the poor ef resulted in inadequate agitation of blood and fluid in epicardial space and the stagnant blood clotted around the heart. Since blood clotted off, the physician could not aspirate off the fluid. The fluid built up and caused tamponade which required a cardiothoracic surgeon to open up the patient¿s chest and evacuate the clot around the heart. Patient has left from intensive care unit the day after and eventually was released from the hospital. The physician¿s opinion regarding the causality of the adverse event is procedure related. The patient¿s baseline condition indicates that patient suffers from multiple chronic issues related to cardiac, pulmonary, renal function.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: carto 3 system us catalog # fg540000 serial # (B)(4); stockert 70 system us catalog # s7001 serial # (B)(4); cool flow pump us catalog # cfp002 serial # (B)(4); soundstar us catalog # sndstr10 lot # unknown; webster 4 pole us catalog # f5qf252rt lot # unknown. (B)(4).